Manufacturer narrative:
Qc results were not affected. A field service engineer (fse) was on-site for a different issue. Fse checked the concentration of the diluted wash concentrate, which was found to be below the specification. Fse flushed the wash restrictor tubing and instructed the customer to check the wash concentrate concentration weekly. Due to a potential for this event to recur unknowingly, there is potential that other cartridge chemistries could be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding several ck results of "<5iu/l" generated by the unicel dxc 800 pro synchron chemistry analyzer. Some examples of the results were generated by the customer. The original results were "<5iu/l" and the repeat results generated on a different instrument were 69, 41 and 43iu/l. The erroneous results were not reported outside of the laboratory. There was no effect to patient or user with regard to this event.